Manufacturer narrative:
It was reported by the nurse that the balloon of the foley catheter, which was in place for 3 weeks, "exploded". The nurse stated that no issues with the balloon were noted when it was tested for inflation prior to insertion and 10 ml saline was used to inflate the balloon when the foley catheter was placed. There was no foley catheter securement device used. A new catheter was inserted and reportedly, the patient is doing well at this time. There was no serious injury or follow-up medical care required. Due to the reported incident and need for foley catheter re-insertion, this medwatch is being filed. The sample was not available to be returned for evaluation. No additional information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of the foley catheter "exploded."